Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a torn black membrane/cracked seal. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and there was a cracked downstream occlusion seal. A visual test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.